Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, when performing 3d image acquisition an error message "error has occurred - system null. Object reference not set" was displayed. Opening and closing the gantry completely resolved the issue and the site proceed with image acquisition. The procedure was completed with the use of imaging. There was a delay of 5 minutes. No impact on patient outcome.